Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Non-sustained lead noise was observed on stored egm. Programming changes were recommended. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.